Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier was not worked. The field service engineer (fse) rebooted the station into the support account and disabled universal serial bus (usb) power sleep mode. Biometric identifier service was set to automatic, fast startup was turned off via command prompt, and multiple nurses tested the system with no issues. The system functioned as intended after the field service engineer (fse) resolved the issue.